Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the lcd module. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. Patient injury was reported.